Event description:
A report was received that the patient was having pain at the ipg site. X-ray was taken and the physician confirmed that the ipg was flipped. The patient underwent a revision procedure wherein the ipg was replaced. The physician was unsure if there was a malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was having pain at the ipg site. X-ray was taken and the physician confirmed that the ipg was flipped. The patient underwent a revision procedure wherein the ipg was replaced. The physician was unsure if there was a malfunction. The patient was reportedly doing well postoperatively.